Manufacturer narrative:
(B)(4). The customer returned one unit v5-10315 et tube, hvt, 7.5, nova plus for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the connector was not returned. The returned sample appears used. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. Since the connector was not returned, it could not be determined if the connector was placed firmly into the tube or not. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "connector came out of tube during use" could not be confirmed as the connector was not returned with the et tube. Due to similar complaints received for this same issue, a non-conformance has been opened to further investigate.

Event description:
Customer complaint alleges "the 15mm connector came out of tube while patient was intubated." No patient impact or consequence reported.

Manufacturer narrative:
(B)(4). The actual device involved in this complaint has not been received by the manufacturer for evaluation at the time of this report. Device reported is not being manufactured currently. Another device from the same family was used for the "verification of failure mode reported in the current manufacturing process". Samples were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. Trend analysis for the device involved for period (B)(6) 2017 to (B)(6) 2018 found 7 complaints received with this similar issue. A record assessment (fmea) was conducted and no update is required. Customer complaint is not confirmed. Other remarks: it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. If the device sample becomes available at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the 15mm connector came out of tube while patient was intubated." No patient impact or consequence reported.